Event description:
It was reported that the patient underwent a surgical procedure involving his sling device due to unknown reasons. During the procedure, a new artificial urinary sphincter (aus) device was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.